Event description:
The patient's spouse called into technical support for an unrelated issue and reported the patient had peritonitis. According to the peritoneal dialysis registered nurse (pdrn), the patient was diagnosed with peritonitis on a date prior to (B)(6) 2014. The cause of the peritonitis was reported to have been due to the patient disconnecting his extension set from the peritoneal dialysis catheter while showering. He was treated with antibiotics. At that time, he decided to change to hemodialysis due to personal reasons. The pdrn confirms the change to hemodialysis was not part of the treatment for the peritonitis. The patient is back on peritoneal dialysis via the liberty cycler with no device issues. The sample has been discarded.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported peritonitis due to user error. A supplemental medwatch report will be submitted upon completion of the investigation.